Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl with a concentration of 325.25 mcg/ml at a dose of 800 mcg/day. It was reported that since the implant on (B)(6) 2015, the patient had to have his pump "tacked down" 3 times but it kept coming loose and it stuck out like a "saucer". The patient stated he wore a rubber band around his body to keep it in. The patient wanted the pump taken out; he stated that it aggravated his ribs. The patient stated the doctor would not take it out. The patient was going to follow-up with the health care provider (hcp). The patient also requested physician listings. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received on (B)(6) 2016 from the consumer. The patient wanted to see if the pump was removable and wanted to know what would happen to him after the pump was removed. The patient had pump revision three times; it had to be moved 2-3 times. The first time they went back in 2-3 months after implant because the pump had moved and a stronger stitch was put it and the pump was moved over. The patient also needed fluid removed from around the pump; a big needle was taken to remove the fluid from around the pump. Fluid builds up there and the patient had to get fluid removed multiple times. The patient reported a bee stinging feeling around the pump that started 3-4 months ago. The doctor had to cut the patient because the pump was standing straight up like a saucer sticking out flat. The patient had to wear a really tight strap with a wash cloth over the pump to keep it flat. It was so tight, that it was sometimes hard to breath. More information was received from a healthcare provider (hcp) on (B)(6) 2016. The cause of the pump coming loose and protruding was poor tissue and physical tearing. The actions taken were a binder, aspirate, and talc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.